Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that prior to lead being capped undersensing was observed.

Event description:
It was reported that externalized conductors an oversensing were observed. Subsequently, the lead was capped.